Event description:
Reported via clinical report: it was reported that the patient experienced a transient ischemic attack. A left atrial appendage (laa) closure procedure was performed. On (B)(6) 2023, the patient underwent successful placement of a 24mm watchman flx closure device with a complete laa seal and deployed device diameter of 19.8 mm. On the same day, the patient was discharged on aspirin (81mg/day) and rivaroxaban (20 mg/day). On (B)(6) 2025, 798 days post index procedure, the patient presented to emergency department (ed) with complaints of speaking words that did not make sense which lasted for 10 minutes. On the same day, a computed tomography (CT) was performed which revealed no acute changes. At the time of the event, the patient was on aspirin 81 mg /day. No action was taken in response to the event. On (B)(6) 2025, the outcome of the event was considered to be resolved, and the patient was discharged from the emergency room (ER). On (B)(6) 2025, modified rankin scale (mrs) was performed, and score was noted to be 0. On (B)(6) 2025, modified rankin scale (mrs) 90 days was performed, and score was noted to be 0.